Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility that it might be attributed to the deterioration of the subject device watertightness due to the long term-use passing 8 years since manufacturing. And then the reported phenomenon might has been occurred by user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the foreign material was found inside lens of the subject device during the incoming inspection for the repair at olympus service operation repair center (sorc). There was no patient injury associated with this report.